Event description:
It was reported that revision surgery was performed. The patient reportedly experienced increasingly debilitating pain, discomfort, soreness, dysfunction, and loss of range of motion.